Event description:
It was reported that the ventilator shutdown with no audible alarm while connected to the pt. The ventilator had a low humming noise eminating from it, the screen was blank, and the ventilator inop light was illuminated. The pt was hospitalized.